Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. The customer¿s blood glucose level was 126 mg/dl at the time of incident. Customer stated that the size of air bubbles was medium. The customer advised to remove the reservoir from pump and check for leaks at the p-cap connection, the customer advised to changed set. The reservoir will not be returned for analysis.